Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer did not open. A field service engineer (fse) discovered that the front tip of the emergency release lever had broken and lodged in a position that intermittently prevented the drawer from registering as closed. This was a unique occurrence. The release lever was replaced. The fse was unable to log in as cfadmin, as the site had recently become part of wvu medicine and had undergone network changes. Pharmacy staff successfully inventoried multiple items in the affected drawer, confirming that it was functioning properly and the battery was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4.1 was not opening. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4.1 was not opening. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.